Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The balloon was removed partially inflated. No pt injury or complication was reported.